Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial#) and h4. Evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, an activity log of the customer's report was provided. The data from the event on the activity log was overwritten. The strips provided show the that the discharged energy was all within specification. However, this is only a snapshot of the event. Since the data file has been overwritten, further investigation cannot be performed. There are no errors to suggest a malfunction occured. Without the device returned for evaluation, the report cannot be confirmed or refuted. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device's defib output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2021-02738 for a similar event reported from the same customer.